Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist dialed into the device and found an error in the medapp window stating: "an unexpected error occurred. Cannot open database 'dsclientoltp' requested by the login. The login failed. Login failed for user '4south-1\cfnadmin'." The tss signed into the carefusion admin account and found that the database was in suspect mode. The tss ran the suspect-mode recovery query and refreshed the database, after which the database entered emergency mode. The tss then followed the knowledge article "how to create a station database backup," ran the backup task, and saved the files successfully. The tss used baretail to check for retry errors and verified the datasync debug log and applier data, with no issues found. The tss attached the knowledge article "how-to-recover / repair a corrupted dsclientoltp database." The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not connecting to server. An unexpected data error occurred and unable to open database dsclientoltp requested by login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.